Event description:
Caller states that the patient tested 6.0 inr on the device and 4.2 inr on a comparison lab. No action was taken based on device results. Requested return of suspect device and replacement was sent.